Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator (scs) was no longer working as intended. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.